Manufacturer narrative:
(B)(4). The exact date of death was not provided; it was reported to have occurred ¿sometime in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received returned instrument testing evaluation (rite) testing and was determined to meet functional and electrical performance specification requirements. A simulated therapy was completed with no issues noted and testing of the pneumatic system revealed all pressures to be correct and stable. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.